Event description:
It was reported that the customer was hospitalized due to low blood glucose of 60mg/dl. It was stated that the customer was experiencing unexplained low glucose for one day. It was stated that the customer was treated with glucose tablets. Troubleshooting was performed. The programming, time, and date were correct. The reservoir was showing the same amount of insulin that the status screens shows. Advised the caller to contact the doctor regarding the customer's low glucose, and call back. If further concerns arise. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.